Manufacturer narrative:
This event was originally reported as an unknown stryker joint replacement knee. Additional information received identified the devices involved in this patient's experience to be stryker trauma and extremities. Therefore, this supplemental MDR is to close out this event with stryker joint replacement. Information regarding this event will be captured within the following trauma and extremities MFR reports #0008031020-2024-00187; 0008031020-2024-00181; 0008031020-2024-00177; 0008031020-2024-00186; 0008031020-2024-00178; 0008031020-2024-00179; 0008031020-2024-00180; 0008031020-2024-00182; 0008031020-2024-00184; 0008031020-2024-00183; 0008031020-2024-00185 and 0008031020-2024-00176.

Event description:
As per sales rep, patient had a distal femoral gmrs revision. Update: reason for revision was failure of union of previous fracture. Previous trauma plating in 2020, lateral plating went onto distal femur. Patient pain and incorrectly healed fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned to the manufacturer.

Event description:
As per sales rep, patient had a distal femoral gmrs revision.